Event description:
Customer reported false low sodium (na) patient results were generated on their unicel dxc 880i synchron access clinical system. The number of patient samples affected is unknown. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 880i synchron access clinical system. The fse inspected the instrument and found one sodium (na) electrode was broken from glass tip. The fse replaced the na electrodes which resolved the issue. Performed system verification successfully without further issues. Beckman coulter internal identifier is (B)(4).